Event description:
The customer contacted stryker to report that their device would not power on by pressing the power button. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on by pressing the power button. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and was able to verify the reported issue. The cause of the reported issue was determined to be due to depleted internal hybrid layer capacitor (hlc) battery.